Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator was perforated at 1.5¿ proximal to the distal tip and the sheath were perforated at 0.1¿ proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation could not be conclusively determined.

Event description:
Analysis revealed a puncture in the device.